Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump emitted a call service alarm. It was reported that the pump alarmed during the rewind step of the prime/rewind sequence. The reported stated the piston rod was not fully rewound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed a history of multiple call service alarms. A call service alarm was duplicated during investigation. Performance tests were unable to be performed due to the call service alarm. The pump¿s internal motor was found to have a defect.